Manufacturer narrative:
A draeger service technician tested the device on site and replaced the therapy control unit (pba m16) as a precautionary measure. The electronic log file as well as the replaced pba m16 was available for investigation. The returned pba m16 was assembled to a perseus laboratory device. It was operated for overall 4 days including daily device checks. No failure occurred. The log analysis revealed a temporary interruption of 24vdc supply generated within the power supply (m7.3). It supplies the voltage for the mixer pba and among others the supply voltage for the pba m16. This explains the simultaneous power cycles on both pbas. A temporary hardware failure either on m7.3 or on the pba main, which is routing this voltage, is most likely. Due to the unavailability of the material, no further investigation could be carried out. In case the device shuts down during operation, a permanent acoustic alarm will be generated by the secondary alarm system. Continuation of therapy is possible by emergency o2 delivery and manual ventilation. It was recommended to the customer to replace both power supply and pba main to prevent from recurrence.

Event description:
Please see initial report.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that during a case, the machine lost all power and shut down. The user was reportedly unable to restart the machine for several minutes. Once the user was able to get the machine to restart, the case was completed and there was no patient